Manufacturer narrative:
It was reported that the issue was observed prior to patient use. No patient or user harm was reported. Based on this information, this complaint no longer meets reportability requirements.

Manufacturer narrative:
It was reported that the ventilator was faulty: "check vent: alarm led fault. " part identification number was requested for exchange. It was reported that the membrane keyboard was applied. The equipment passed all tests.

Event description:
It was reported that the customer's device had a check vent: alarm led fault. The device was in clinical use at the time of the event, but no patient or user harm was reported.

Manufacturer narrative:
(B)(6).